Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Review of lead trend data in the remote home monitoring system noted shock impedance measurements varied from the 60 ohms range to 125 ohms for the past 12 months. The shock channel appeared clean/artifact free on the presenting electrogram (egm) and all other lead measurements were satisfactory. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.